Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear and osteolysis. No implant records available with part/lot numbers. Surgeon note says patient has 62mm trilock acetabular shell with 28mm duraloc liner, 12mm aml stem, and +0 ball. Surgeon removed femoral stem, liner, and head. Surgeon put new solution 10¿ stem in, new duraloc 36 +4 10 liner, and 36 cocr head. Doi: (B)(6) 1998; dor: (B)(6) 2019; unknown affected side.